Event description:
Additional information was received stating that the issue was possibly caused by the ps1.

Manufacturer narrative:
H2) additional information added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the power conversion enclosure was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The power conversion enclosure failed bench testing. Transistors q28 and q14 failed; they were found to be shorted. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the power tray was returned to the manufacture for evaluation. After function testing, performance testing and visual/physical examination the reported issue was not confirmed. They verified that the returned fuses in power tray tested good. Installed power tray into a known working system. The system powered on, readied and functioned as expected multiple times. Several 2d and 3d images were successful. No problem found while under test. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the power supply was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was confirmed. The ps1 power supply was tested. Bench test failed. Output voltage 5.100vdc drifted to 5.317vdc. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000176; lot/serial #: (B)(4). Product ID: bi71000195; lot/serial #: (B)(4). Product ID: bi71000450; lot/serial #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the power conversion enclosure with accompanying power tray and ps1 were replaced. The system was tested through several re-connections which did not result in sustained stand-alone time. They completed the system checkout and the system was functioning normally. The power conversion, power tray and power supply were returned to the manufacture for evaluation. The parts are under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the site moves the system into the or and connects the mobile view station (mvs) and image acquisition system (ias) it remains in standalone mode until the systems are rebooted. No patient was present at the time of the event.